Event description:
It was reported that the valve got caught too easy causing the leg bag to empty when riding in a car and no draining tube.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to "incorrect operation". The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the valve got caught too easy causing the leg bag to empty when riding in a car and no draining tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.